Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error. Hardware low level failures error confirmed in insulin pump history with variable due broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm and hardware low level failures error. The blood glucose was 20 mg/dl at the time of the incident. The insulin pump should be safe to use unless the hardware low level failures error. Customer was ok with continue the troubleshooting. Customer advised to continue to monitor her blood glucose with finger sticks regularly until stable. The insulin pump will be returned for analysis.